Manufacturer narrative:
Analysis of the data did not permit to find a root cause for the first event. The issue happened when starting the application, therefore only the windows logs could be analyzed and they did not contain any relevant information for the investigation. The second event (arm connection failure) was due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. These issues will be addressed through the continuous improvement process of our products.

Event description:
Two events occurred on (B)(6) 2020: 1) the clinical representative (cr) logged into the brain application, the welcome loading screen came up, and then the screen reverted back to the home screen to log in again. The cr logged in a second time, the computer turned black for about 8 seconds and then the rosa application home page came up and proceeded as usual. 2) when trying to connect to the controller to start registration, the connecting screen came up and loaded for about 20 seconds, the computer froze for a few seconds and then went back to the planning screen. The robot showed a shutdown error, the cr shut down the robot completely and unplugged it, and turned it back on. Went right back to the patient folder and tried to connect again and the procedure could be resumed. Neither event resulted in more than a 30min delay nor did it cause injury to the patient.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Two events occurred on (B)(6) 2020: the clinical representative (cr) logged into the brain application, the welcome loading screen came up, and then the screen reverted back to the home screen to log in again. The cr logged in a second time, the computer turned black for about 8 seconds and then the rosa application home page came up and proceeded as usual. When trying to connect to the controller to start registration, the connecting screen came up, and loaded for about 20 seconds, the computer froze for a few seconds, and then went back to the planning screen. The robot showed a shutdown error, the cr shut down the robot completely, and unplugged it, and turned it back on. Went right back to the patient folder and tried to connect again, and the procedure could be resumed. Neither event resulted in more than a 30-min delay, nor did it cause injury to the patient.